Manufacturer narrative:
The vyaire medical manufacturing plant received the suspect component, a 3100a cap/diaphragm, and evaluated the component. An evaluation of the component did not duplicate the reported issue. The component meets manufacturer's specifications.

Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr used the patient circuit used by the customer and the ventilator would not pressurize. The fsr found that the cap diaphragm on the dump valve was defective and came apart.

Event description:
The customer reported that after running properly for about three days, the ventilator suddenly depressurized and the piston stopped, while the device was in use on a patient. The end-user could not get the ventilator to repressurize and restart. There was no patient harm/injury associated with the reported issue. The customer evaluated the ventilator and found that the ventilator passed the patient circuit calibration and performance check. The customer could not verify or duplicate the issue.

Manufacturer narrative:
Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that by the sound of the ventilator when in use, the driver was not centered. It has not been confirmed that this was the cause of the reported issue. The fsr performed a 2k preventative maintenance and as a precaution, replaced the driver and driver displacement indicator (ddi) printed circuit board (pcb). The device meets manufacturer's specifications. The vyaire medical failure analysis laboratory received the 3-ohm driver assembly and evaluated the component. An evaluation of the component found that the ddi was out of calibration, but the driver did not shut down during testing. The ddi being out of calibration was isolated to a faulty ddi probe.